Event description:
The patient had revision surgery to explant an opus screw because the screw was causing pain to the nerve root. The issue was conformed via MRI, no adverse consequences once screw removed.

Manufacturer narrative:
Method: device history review; results: the opus screw was confirmed to migrate post-op resulting in a revision surgery. The patient was experiencing back pain allegedly caused by nerve irritation from the screw. Once the screw was successfully extracted, the patient no longer experienced any pain. A possible cause for this event is due to improper screw insertion which leads to insufficient bone purchase. Conclusion: however, this cause cannot be conclusively determined since the screw was not returned and is in the possession of the patient.

Event description:
The patient had revision surgery to explant an opus screw because the screw was causing pain to the nerve root. The issue was conformed via MRI, no adverse consequences once screw removed.